Manufacturer narrative:
Outcome of the event is resolved.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a pump to be alarming high pressure is the dso sensor. The most probable cause for a pump to be alarming blockage/occlusion is a kink in the line or the uso sensor; however, this cannot be confirmed as no product was returned for investigation. No serial number was provided; therefore, a device history record (DHR) review could not be conducted. D3, g1,g2 email is: regulatory.responses@icumed.com

Manufacturer narrative:
Other, other text: b3: date of event is unknown; d4: lot number, serial number, expiration date and UDI number is unknown; g5: 510k is unknown; h4: device manufacture date is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited "high-pressure alarm" when disposable has around 40mls left. Both devices are not consistent only when the disposable is about half full. The patient was told that if the issue continued to go the emergency room and have the intravenous line inspected. Patient confirmed that there were no interruptions of therapy due to the issue and that the device is infusing right now with no issues. No additional information or details are available.